Event description:
A 135 deg lcp dhhs sideplate short barrel implanted in 2008 broke, and was removed.

Manufacturer narrative:
Investigation could not be completed. No conclusion could be drawn, as no device was returned. Device history record review is in the evaluation process.